Manufacturer narrative:
Date of report: 18jul2019. Date received by manufacturer: 16jul2019. The device was evaluated by the field service engineer and the reported problem was confirmed. The power switch overlay was replaced by the field service engineer to address the issue. The device was repaired and passed all tests. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 06may2019. A follow-up report will be submitted once the investigation has been complete.

Event description:
During periodic maintenance of the ventilator, the manufacturer¿s international service technician reported that the power light emitting diode (led) failed. There was no patient involvement.